Event description:
Medical affairs spoke to the pt in 2004 and obtained the following info: meter had been set to the wrong unit of measurement. For the past two weeks, they had been experiencing low readings on their lfs meter. They felt weak and lightheaded prior to testing. Pt compared their meter to another meter, which was an invalid comparison. Lfs meter read 199 mmol/l and the other device read 499 mg/dl. They contacted their md for advice and he advised pt to eat something and did not treat the pt. Pt is not on oral medication or insulin. Ccr found out that the pt had meter set to the wrong unit of measurement and the code numbers did not match. Pt does not recall going to the set up mode. Ccr sent the pt a replacement meter. The changing of the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery or by the pt accidentally changing the settings. Based upon the info provided, this case is being reported as an adverse event. Pt has been relying on misinterpreted lower readings on their meter for about 2 weeks, since meter was set to the incorrect unit of measurement.